Manufacturer narrative:
(B)(4). Visual inspection found no defects. The jaws were not jammed shut. The jaws opened and closed normally when the handle was activated. The returned sample met spec as received by covidien.

Event description:
The customer reported that the jaws of the device would no longer open while on pt tissue during a laparoscopic appendectomy. The device was removed from the pt with a grasper. There was no injury to the pt.